Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a hemorrhagic stroke. The patient¿s family refused an autopsy and pump removal. No additional information related to this event was received.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 71 days.according to the information provided, the lvad pump and system controller are not being returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.